Event description:
It was reported that a (B)(6) male patient underwent an elective diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery using a 6f cordis sheath via a retrograde approach. There were no sheath exchanges. A pre-procedure femoral angiogram showed no presence of pvd/calcium at the access site and the vessel size 7mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that no complications were noted during the closure. The patient was sent to the holding area where a hematoma greater than 6cm was noted. Manual compression was applied for 12 minutes in conjunction with a femostop. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1301707) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
(B)(6.